Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that one of the surgeon side consoles (ssc) had one black eye. The surgeon switched to the other ssc to complete the procedure. The intuitive surgical inc technical support engineer recommended rebooting the system. The caller performed the system reboot after the case was completed. But the issue remained. There were no reports of patient injury.